Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. The device was connected to the carto 3 system, and it was recognized; however, errors 105 and 106 were displayed on the screen due to an open circuit at the shaft area. A manufacturing record evaluation was performed for the finished device 31691604l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of the open circuit could not be established conclusively. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The pebax condition is unrelated to the reported event. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure itself, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.